Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus in the inflow cannula was confirmed through review of the submitted images. Although a specific cause for the observed thrombus could not conclusively be determined, the thrombus could have contributed to the low flow events confirmed in the submitted log files. The submitted controller event log file captured a sudden decrease in flow on (B)(6) 2023, resulting in a continuous low flow hazard alarm. The system appeared to operate as intended at the stored patient speed for the duration of the file. The account submitted images for review showing the pump post-explant. A fully occlusive, tissue-like deposition can be seen within the proximal end of the inflow cannula. After being removed from the pump, the distal end of the deposition appeared to be soft, coagulated blood. Dark red, soft, coagulated blood can also be seen within the distal end of the outflow graft. The sudden decrease in flow captured within the submitted log files suggests that the inflow cannula thrombus was acutely ingested; however, a duration of time for which the thrombus was present in the device could not be determined. Additionally, the exact origin of the deposition could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The cuff lock was disengaged, and the apical cuff was not returned. Upon disassembly of the pump, soft coagulated blood was observed within the pump cover. Similar coagulated blood can be seen within the outflow graft in the submitted images. Additionally, soft islands of blood were observed at the distal end of the inflow cannula. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no changes to anticoagulation, and it remained in range. There were no recent changes to speed, just sudden changes.

Event description:
It was reported that the patient experienced sudden low flow alarms on the system controller. The hospital log files showed a sudden drop from 4.5 to 0.8 liters flow. The flow did not restore and remained low. The patient was reopened in the operating room. The pump was exchanged and the inflow canula seemed to be occluded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.